Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 3:30pm on (B)(6) 2019, the meter would not turn on and she was unable to obtain a result. The patient manages her diabetes with novolog insulin administered via a pump. She denied making any changes to her usual diabetes management routine after being unable to test. She reported that around 8am on (B)(6) 2019, she developed symptoms of "headache and stomachache". She stated that around 8am on (B)(6) 2019, she went to the hospital where blood glucose results of "520 and around 500 mg/dl" were obtained on the clinic meter and she was provided with novolog insulin which was administered via her pump. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter would not turn on when the power button was pressed. Based on the information provided, the meter's batteries did not need to be replaced. The patient confirmed that she was using the correct onetouch test strips, but she did not have test strips to insert into the meter during troubleshooting. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms that meet lfs' criteria for a serious injury adverse event, after the meter stopped powering on, the patient was unable to obtain a blood glucose result and she had continued with her usual diabetes management routine.